Manufacturer narrative:
(B)(4). G2 foreign - italy. Suggested component code: mechanical (g04) ¿ femur. D10: 66017787, 73594298 palacos cement 1, 00596404014, 61961867 nexgen lps flex poly 17mm , 00598801215 ,62460611 nexgen stem ext 15x30mm , 00598004701, 62510252 nexgen tibia 5 , 66017787 ,76044352 palacos cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 5 years post implantation due to pain, prothesis loosening and malpositioning. Tibial and femoral components removed without complications. Attempts to obtain additional information have been made; however, no more is available.